Event description:
A cc4204a collamer aspheric lens was received from the facility damaged. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) no consequences or impact to patient. Lens (iol), torn, split, cracked. Lens work order search. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was torn. The lens was returned in liquid. (No conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).